Event description:
User reported that the seat post had broken on his power wheelchair. User did not report any injuries. MFR inspected the wheelchair and determined that the failure resulted from an improper weld, which appears to be an isolated incident. MFR repaired the seat post and user is satisfied.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair in (B)(6) 2010. Inspection confirmed that the seat post broke at a weld point on the wheelchair. MFR returned the part to parent company for further eval. As a result of further eval, MFR concluded that the failure was caused by an improper weld, which appears to be an isolated event. Nothing else on the wheelchair was damaged and no injuries reported. Wheelchair has been repaired and returned to client.